Event description:
The customer reported that her insulin pump had a frozen display. Troubleshooting was performed. The battery was changed and the numbers were ramping without pressing any button. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.